Event description:
It was reported by the sales rep the blades were shooting off the handpiece. There were no reports of any adverse pt or user event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event. The most likely cause of this event is incorrectly loading of the blade. Preventative maintenance was performed on the handpiece and then it was returned to the customer.